Event description:
It was reported that "it was reported through the attorney for the pt, as a result of a legal claim, that allegedly in 2006 or 2005 (date not confirmed), the pt underwent a total hip replacement utilizing a trident hemispherical shell." It was further alleged that, since that time the pt has experienced pain, not been able to walk and has been "relegated to a wheelchair."

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs dept. No additional info is available at this time. The devices are not available due to the ongoing litigation.